Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the operating room, applied a hemostatic agent to the neck incision pocket, cleaned and irrigated the area, excised the hematoma, and closed the incision.